Event description:
Pt is new to contact lenses. Pt was fitted with biofinity toric trial lenses on (B)(6), 2011. On (B)(6), 2011, the pt woke with a painful and swollen left eye and returned to the eye care practitioner. On (B)(6), 2011, the pt was diagnosed with two corneal ulcers in the left eye, significant epithelial change, minor infiltrates and conjunctivitis (all in the left eye). The pt had been sleeping in the lenses. The pt was prescribed chloromycetin and fml eye drops. The pt permanently discontinued lens wear. The pt has made a full recovery and the optician believes it was a result of the pt sleeping in the lenses.

Manufacturer narrative:
Event was rec'd from eye care practitioner to coopervision (B)(4). Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.